Event description:
Suspect device provided result of 2.7 international normalized ratio on 3/5/98. The following day, male pt suffered a stroke with result of 1.6 international normalized ratio obtained from an unk method at the hosp. Pt was hospitalized for an unspecified time. Pt's medications were changed on 3/11/98.